Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer found the mega suturecut needle driver (msnd) instrument a wire exposed at the tip. The procedure was completed with no reported injury.